Event description:
It was reported that two blades (B)(4) broke off at the shaft. The broken pieces of the blade were retrieved by the surgeon. The procedure was aborted as a result of the device malfunction. The procedure was rescheduled and completed successfully the following day.

Event description:
It was reported that two blades ((B)(4)) broke off at the shaft. The broken pieces of the blade were retrieved by the surgeon. The procedure was aborted as a result of the device malfunction. The procedure was rescheduled and completed successfully the following day.

Manufacturer narrative:
The device was returned and the quality investigation was completed.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Product not yet returned to manufacturer.